Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on (B) (6) 2010, alleging that his ultra meter reverted to the set up mode. The issue first started on (B) (6) 2010, at around noon time. Three days later the patient developed symptoms of itchy skin and frequent urination. The patient did not seek any medical attention or contact his physician for assistance. The patient mentioned that the alleged issue began after removing/replacing the battery. The patient denied any misuse of the product and the issue was resolved via troubleshooting. It was noted that the patient was also using expired test strips. When using expired test strips, it may lead to false blood glucose readings. The complaint is being reported since the patient alleged that due to the reported issue, he developed symptoms suggestive of a serious injury.